Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient had pain in their tailbone. They also thought the lead may have moved. It was unknown if the issue was resolved at the time of report. Follow up information received on jan. 20, 2020 from the trial patient reported that they had been really sick. There were no further complications reported or anticipated.